Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that the increased impedance might have been condition related at that time (i.e. Potassium) and stated that it still may be patient-related and the lead may no longer be in good contact with healthy heart tissue. There are no other signs of a lead issue and the patient will continue to be monitored. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). Additional information was received confirming that a lead revision was performed and the pacing/sensing portion on this lead was removed from service and replaced. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient was in the emergency room due to symptoms from heart failure. His potassium level was elevated. Lead impedance had increased to 1700 ohms from 1500 ohms at implant. The patient¿s physician stated he will continue to monitor the system. Three months later, the impedance had increased to 2200-2350 ohms. No adverse patient effects were reported.